Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 19 mmol/l (342 mg/dl) after approximately 49-71 hours of pod wear on the arm. It was further reported that insulin leakage was observed during wear, which the patient attributed to the cannula dislodging from the skin at the infusion site, resulting in the leak. A new pod was applied to the abdomen, and the patient successfully resumed therapy. No medical intervention was reported.